Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The sample was evaluated onsite at the facility. A follow-up report will be filed upon completion of the evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause of the reported condition was determined to be a defective pump head module. The pump head module was replaced to resolve the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module software version for this device is unknown. No additional information is available at this time.